Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. On 04/20/2010 (through follow-up with the health-care provider), a response was received. Unfortunately, the cause of death was not provided. No other details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another valve implanted; (B) (6). Through follow up with the health care provider (via fax), a response was received. Not additional information regarding the event was provided. Also called for the operative report, however, was told that it was unavailable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.